Event description:
It was reported that they are returning unit to elsg for service. Description of failure: check unit, if necessary repair. It was not possible to use the unit. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.